Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding the delivery of an unknown drug (device registry listed the drug as morphine) in an implantable infusion pump for non-malignant pain and post lumbar laminectomy syndrome. The patient experienced withdrawals following the last refill. It was also reported the pump stopped working at one point (no specific date given). The patient wanted to know what to do if stopped working on the weekend again and the meaning of certain codes. No further information was provided. Additional information was requested from the healthcare provider (hcp) regarding drug information, concomitant drugs, pertinent medical history, when the pump issue began, troubleshooting/actions/interventions required, if the cause of the pump issue was determined, and if the issue resolved.